Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, the mandrel was removed with the protective sheath at the same time and the sent came off with the protective sheath. It was noted that the indeflator might have been connected to the vision when removing the protective sheath; however, no negative pressure was given to the stent delivery system (sds). No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis that the sds was returned with blood visible in the guide wire lumen and on the shaft and balloon. The stent implant was returned on the stylet. The fifth and sixth rows of proximal struts were slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was a kink in the hypotube, 26.5 cm distal to the strain relief tubing. There was no other damage noted. The protective sheath was returned. A laser micrometer was used to measure the outer diameters of the stent implant. The proximal and middle outer diameter measurements were oversized and did not meet manufacturing criteria. The distal outer diameters met manufacturing criteria. Product performance engineering determined that factors that factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation and negative pressure during sheath removal or forced sheath removal, or handling of the sds as it is prepared. Analysis of the returned device found that the stent implant was dislodged from the sds and returned on the stylet with smashed struts at the proximal end of the stent implant. Measurement of the stent implant outer diameter found that the proximal end and middle of the stent implant were outside of manufacturing specifications, though at the distal end the outer diameter did meet specifications. The outer diameter of the stent implant may have expanded during travel over the balloon as it dislodged, though this could not be confirmed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent implant had been crimped in the correct location during manufacturing and that positive pressure had not been applied to the device. There was blood visible on the sds balloon and shaft, and inside the guide wire lumen, which may indicate that the device had been advanced over the guide wire and handled during the procedure, though it was confirmed with the account that the stent dislodged prior to any handling, which would have contributed to the visible blood. The protective sheath was returned with the sds, and the inner diameter was found to meet specifications, suggesting that it did not contribute to the difficulties experienced. Based on the incident information and returned device analysis, a definite root cause for the dislodgement cannot be determined. There was one kink noted in the hypotube of the returned sds, though this was not reported in the incident information and does not appear to be related to the stent dislodgement. It is possible that the shaft kinked due to handling during or after the procedure, as the sds was packaged and returned to abbott vascular for analysis. A definite root cause for the kink cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.